Event description:
Additional information received from a manufacturer's representative (rep) reported the patient's battery was still turning off on its own daily. The patient was noticing the issue after waking up in the morning. No error codes were reported. The patient claimed to be using the patient programmer (pp) correctly by turning on the pp with the power button and using the sync key to interrogate. It was noted the patient was confirming the implantable neurostimulator (ins) status with the pp correctly. It was confirmed that the patient was charging up to 100% daily. The patient was using high density/high current settings. It was noted that the patient would attempt to charge at night. Additional information received from the rep reported the patient would be seen at the doctors office on (B)(6) 2016. The rep noted she would run an analysis of the recharging and battery usage. The rep later reported that adaptive stimulation was not being used in programming. It was noted that when the patient noticed the stimulation sensation was no longer present, she used the recharger to turn stimulation on. It was noted the patient used the on button first so she did not confirm with the pp or screen to see the stimulation off button. There were no recent medical tests or electromagnetic interference (emi) exposure. It was noted that the patient did not confirm the ins status with the pp correctly. The rep had a clinician programmer and interrogating the ins determined the following information: patient's active parameters/settings: 120 rate, 780 pw, 5.8 v ---* therapy impedance results: 466 ohms electrode impedance results were: range is 620-791 ohms. These results indicated that no anomalies were found. The ins was rechargeable and the battery status at the time of interrogation was 50%. The clinician programmer statistics showed the patient charged twice a day with typical coupling of 8 bars. It was noted there were 22 recharge sessions since the patient and rep's last visit. The recharge interval was 0.7 days with a typical duration of 1.8 hours. It was suggested to the patient to keep a journal of on/off incidents. The rep noted she would educate the patient on the use of the pp or the use of the green button to track the icon in the upper left of the screen.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer's representative (rep) reported they met with the consumer for what they were told was a loss of stimulation when in certain positions, but weren't told stimulation was shutting off. An impedance check was performed with normal results, and no evidence to show the device wasn't working correctly. The rep. Reprogrammed the consumer who was happy with stimulation when they left the office. The consumer later reported therapy was turning off by itself at random times. The consumer felt it turn off while sleeping (only a t.v. Was in the room) and while she was making breakfast. When therapy was turning off by itself it was confirmed using the patient programmer (pp). It was noted there were no recent traumas or falls or any recent emi exposure, and the consumer was good about keeping their device charged. No interventions or outcome were reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent.